Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: date of occurrence: (B)(6) 2021 when taking saline before reconstituting a vial, the syringe leaks at the plunger seal. Clinical consequences and current condition of the patient or person involved: risk of loss of product if it was not physiological serum. Actions taken in the establishment: the device has not been kept for expertise. This type of incident is repetitive for this syringe reference. Number of patients or persons involved:1.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2010075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2010075 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stopper was properly assembled onto the plunger rod, and no leak was observed. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: date of occurrence: (B)(6) 2021 when taking saline before reconstituting a vial, the syringe leaks at the plunger seal. Clinical consequences and current condition of the patient or person involved: risk of loss of product if it was not physiological serum. Actions taken in the establishment: the device has not been kept for expertise. This type of incident is repetitive for this syringe reference. Number of patients or persons involved:1